Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced low voltage alarms. The system controller was exchanged and the issue was resolved.

Manufacturer narrative:
The reported event of low voltage alarms when the white power lead is manipulated was confirmed during analysis. Both power leads were stripped and the black power lead was confirmed to have the brown (battery gauge) and yellow (alarm out) wires compromised. The white power leads wires were observed to be intact and functional. The battery gauge line being interrupted may contribute to atypical power cable disconnect alarms, as well as low voltage alarm conditions. The interruption of the alarm out line may result in atypical audible alarms from the power source (the power module or power base unit). The log file captured approximately 14 minutes of data, there were a notable number of low voltage advisory alarms during these events. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. This situation is being address through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.